Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "ever since the device was implanted, I can feel it every time is turns on" and "something is definitely wrong, I feel in my throat, it throbs and feels like my hear wants to jump out". The patient also reported that they can feel the device pacing. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complication shave been reported as a result of this event.